Event description:
It was reported that the fox plus balloon ruptured at 11 atmospheres during pre-dilatation of the right internal carotid artery. Reportedly, there were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox plus dilatation catheter noted blood in the balloon, inflation lumen, guide wire lumen and the non-abbott stopcock. There was no contrast visible. Blood in the balloon and inflation lumen is consistent with a leak in the anatomy as reported. The balloon was loosely folded. There was no damage noted the catheter. During functional testing, a new indeflator, filled with water, was used in an attempt to pressurize the balloon to rated burst pressure (rbp), when it was observed that fluid was coming out of two pinholes in the balloon both 3 mm distal to the distal balloon marker. There were no scratches found and could it not determine if the pinholes were along a crease or fold in the balloon. There was no other damage noted to the balloon. Scanning electron microscopy (sem) analysis suggest that the balloon failure may be attributed to mechanical damage to the outer surface of the balloon material. There was no report of leaks noted during preparation, which suggests that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure due to interaction with highly calcified lesion or associated devices, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, all lot release testing data met the manufacturing criteria. Overall, a conclusive cause for the balloon rupture appears to be due to case circumstances and there is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.